Event description:
During an episode of syncope, the pt was injured while falling down the stairs. Device interrogation showed aborted fib therapy after which the device reset and noise was detected. During change-out, an insulation breach in the pace sense portion of the lead, along with a fractured defib conductor were observed.